Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer's nurse reported customer was hospitalized for high blood glucose on (B)(6) 2014. Customer had been feeling tired since (B)(6) 2014. The night before the hospitalization, customer had a blood glucose of 500 mg/dl. After dinner it dropped to 90 mg/dl. The next morning she had an endoscopy and went home. Her blood glucose rose to 400 mg/dl so she went to the emergency room. Her blood glucose was 506 mg/dl when admitted. She was treated with an insulin drip and manual injections and diagnosed with diabetic ketoacidosis customer stated two weeks before the hospitalization, she had gone to the hospital for chest pains and her blood glucose was in the upper 200s mg/dl. She was prescribed pantrapizol, protonic, and regalin. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. The device passed the high pressure test. The cannula was not bent or occluded. Her insertion site was a little swollen and bruised. Nothing further reported.